Manufacturer narrative:
The products are not expected to be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that three weeks after the implantation of this device and electrode, the patient presented with a red spot on the chest where the electrode was implanted. An infection was confirmed. The patient was hospitalized and the system was explanted. The patient was fitted with a life-vest until a new transvenous system was able to be implanted. No additional adverse patient effects were reported.